Event description:
It was reported that the patient underwent a c5-7 acdf for spinal stenosis using a swift plate. When inserting the left side c7 screw, the tip of the driver broke off. The broken piece from the screwdriver was retrieved and another driver was used to advance the screw into the locking mechanism.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection revealed that the driver¿s distal tip had fracture. The second half of the tip was also returned for evaluation. The driver was then sent to the lab for fracture analysis. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. The images shows a grainy/rough surface, which are indicative of quasi-static failure. No material defects or abnormalities were observed in this analysis. A review of the device history record for the eagle/swift pencil grip clip driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the pencil grip driver was conducted on the specific code from the complaint as there is no device family for this instrument. It was noted that there were no other complaints reported. Review of complaints found no significant trends. The root cause is unknown however scanning electron microscopy (sem) fracture analysis found evidence of a quasi-static torsional shear failure. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.